Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The returned device was given functional testing. The device passed all functional and delivery testing. The event history log was downloaded and examined. The event lot did not show any alarm messages for "motor not running" or "motor rate error". The reported issue could not be confirmed. The cause of the reported issue could not be established as the returned device performed as expected.

Event description:
It was reported that the device had "motor not running". No known adverse effects to patient.